Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not cutting right. On (B)(6), 2016, it was clarified that the issue occurred during surgery. There was no harm/injury to a patient or operator and there was no impact/damage to the graft harvest. The blade was properly placed and the dermacarrier was used at room temperature. The device has not been repaired by someone other than zimmer biomet and the surgical technique for the product was utilized. There was no extension/delay to the surgery and no medical intervention/additional surgical procedure was required in the event. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). The previous repair report reviewed found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2012 where it was reported that the device needed preventative maintenance/calibration and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on october 18, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness lever was loose. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. There were numerous nicks to the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The customer hose and width plates were not returned for evaluation. Evaluation of the air dermatome was performed by zimmer biomet surgical on october 31, 2016 which included deeming the device non-repairable due to the manufacturing date not being able to be determined. Based on our records the device was manufactured prior to august 12, 1992 however, the exact date is unclear. Per procedure when the housing is replaced due to an incorrect ce mark the manufacturing date must be stamped on the housing. Given that the manufacturing date was unknown the repair of the unit was unable to be completed. The device was then sent back to the customer and not repaired. The reported even was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was also noted that control bar and head had nicks. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was also noted that control bar and head had nicks. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the bearings, thickness lever, reciprocating arm, seal and retaining ring, throttle lever, motor, swivel, poppet assembly and eccentric shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was tested and returned to the customer.

Event description:
It was reported that the device was not cutting right. Surgeon tried to use on a procedure but since it was not working properly he stopped. No patient harm or delay. No adverse events were reported as a result of this malfunction.